Event description:
It was reported that the patient presented to the emergency room after a vibratory alert was received from the implantable cardioverter defibrillator. Upon interrogation, it was noted that there was a capacitor maintenance change time out. The patient was subsequently seen in-clinic where capacitor maintenance was performed and change time was found to be within normal limits. No further interventions were made. The patient was discharged and will continue to be monitored.